Manufacturer narrative:
Device evaluation: the 4 x zimmon pancreatic stents of unknown lot number and rpn were involved in this complaint. With the information provided, a document-based investigation was conducted. This file is open to capture the 4 cases of post -ercp unintended stent migration unknown pancreatic stents pmcf. This file was created in response to pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062¿. Pr¿s also open in relation to this pmcf study are as follows: pr398711-pancreatic stent pmcf-off label use. Pr398712-pancreatic stent pmcf-pain/discomfort and fever. Pr398714-pancreatic stent pmcf-hemhorrage. Pr408343-pancreatic stent pmcf-5 cases of pancreatitis. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all pancreatic plastic stent devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use /or label review: stent migration is a known potential adverse event associated with pancreatic stent placement as per the instructions for use IFU-055:¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. However, as per the instructions for use, stent migration is a known potential adverse event associated with pancreatic stent placement. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: as per customer/ or rep testimony the 4 x zimmon pancreatic stent cases of post-ercp unintended stent migration of unknown pancreatic stents pmcf. Confirmed quantity of 5 devices, used.(4 ae's and 1 device malfunction). One device malfunction was reported during the study period as reported . A study stent fell out of the duct prior to the end of the ercp procedure. Investigation findings conclude a possible root cause of a known procedural adverse event associated with pancreatic stent placement. Stent migration is a known potential adverse event associated with pancreatic stent placement. As per the IFU this device is used to drain obstructed pancreatic ducts. Migration is a known potential adverse event associated with an endoscopic procedure (i.e., ercp procedure) during which a pancreatic stent is being placed. The complaint is confirmed based on customer/or rep testimony. According to the pmcf study, there is no information in the study regarding the harm or the impact the patient had as a result of the unintended stent migration . Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-feb-2024.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
This supplemental report is a correction report as - additional information received 04-sept-2023 - clinical confirms stent migration and adverse events (pr (B)(4)) are not related and were required to be split. As reported to customer relations via pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system." Final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system. This complaint captures 5 cases of pancreatitis and 5 cases of unintended migration (4 ae's and 1 device malfunction). One device malfunction was reported during the study period as reported . A study stent fell out of the duct prior to the end of the ercp procedure. The patient indication for stent placement was for pep prophylaxis, and the treating physician chose not to place any other stent. This patient was reported as having an unintended stent migration but no other adverse events were reported. Required intervention.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system." Final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system. This complaint captures 5 cases of pancreatitis and 5 cases of unintended migration (4 ae's and 1 device malfunction). One device malfunction was reported during the study period as reported . A study stent fell out of the duct prior to the end of the ercp procedure. The patient indication for stent placement was for pep prophylaxis, and the treating physician chose not to place any other stent. This patient was reported as having an unintended stent migration but no other adverse events were reported. Required intervention.